Manufacturer narrative:
H.6. Investigation: the DHR review process was not performed due to the lot number was unknown. Based on the pictures provided from customer it can confirmed this issue like a failure mode generated in the manufacturing process. During this investigation it was noted that an improvement action was already implemented in the manufacturing process. However, additional information like a lot number or picture from the original packaging is needed to confirm if this issue came up before or after the improvement action. Potential root cause non-controlled method to ship partial boxes to end user. Incorrect handling/storage. Product manufactured before of CAPA implementation.

Event description:
It was reported that 7 bd¿ sharps collector 9 gal containers were missing and lids were missing slide part.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 7 bd¿ sharps collector 9 gal containers were missing and lids were missing slide part.